Manufacturer narrative:
Investigation: the customer reported remove 882 ml and replaced albumin 5% 750 ml with rbc custom prime. Per the physician at the customer site, they will continue with tpe procedures as scheduled. A review of the device history record (DHR) for this lot showed all quality labs and sterilization requirements passed testing and inspection. No irregularities during manufacturing were relevant to the reported adverse event as experienced by the patient. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 24 hours after a therapeutic plasma exchange(tpe) procedure with 5% albumin replacement on a spectra optia device, a pediatric patient had seizures, shallow breathing and required oxygen. Per the customer, the patient experienced cardiopulmonary arrest and the code team was called. The patient was reported as receiving 20 mg of IV benadryl, the allergic/transfusion workout was performed and the results were negative. Per the customer, the patient is reported in stable condition. The customer declined to provide the patient identifier. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information is being provided. Investigation: based on the information available from the reporting doctor, the patient's pre and post ending hct indicate that the operator did not use too low of a hct and deplete the patient of red cells during the procedure. The patient's post hct was slightly higher after treatment. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of the allergic reactions may include shortness of breath, tachycardia and urticaria as experienced by the patient. According to 'complications of apheresis', anaphylactic reactions are common in subjects undergoing apheresis procedures. The risk of allergic reactions is between 0.02 and 0.07%.the spectra optia apheresis system essentials guide provides the following warning for solutions and medicinal fluids: "when using biologically-derived replacement fluids, closely monitor the patient for reactions."root cause: a definitive root cause for the patient's reactions could not be determined. Possible causes for the patient reaction include but are not limited to the patient's disease state and/or reaction to fresh frozen plasma or albumin. Citation: kaplan, a. (2012). Complications of apheresis. Seminars in dialysis, 25(2), 152-158. Doi:10.1111/j.1525-139x.2011.01026.x.

Event description:
After additional communication with the customer it was reported that the tpe procedure was aborted after the patient developed increasing restlessness accompanied by tachycardia (max170s) with flushing and urticaria (face, neck, chest, and back) followed by periorbital and perioral edema (including tongue swelling). The patient was reported as receiving 20mg IV benadryl followed by epinephrine after a code event was called for desaturation. Additionally the patient was reported as receiving supplemental oxygen via bag mask and recovered adequate oxygen saturation after epinephrine administration. The allergic/transfusion workout was performed and the results were negative. The patient was transferred to picu for observation. Per the customer, the precise agent for inciting a severe allergic response is unclear and may be related to the rbc prime or the albumin. Per the customer the patient is reported in stable condition. Per the customer, the patient did not experience complete cardiopulmonary arrest.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the attending physician was aware of the saline rinse option and decided to continue with tpe procedures as scheduled and stated that they use the option sometimes. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected information. Investigation is in process. A follow-up report will be provided.